Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customers blood glucose level was estimated between 400-500 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.